Event description:
The customer reported that the system shut down without command. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery x-ray tube, fluoro functions board, and the charger board were replaced during the service call. The system was tested and found to be working as intended and put back into service.